Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen. The patient stated while she was away from home, they experienced a hypoglycemic event. Paramedics were called and when they arrived, they checked the patient¿s blood sugar and the bg meter was reading 43 mg/dl compared to the cgm that was displaying over 200 mg/dl. The patient was administered dextrose via intravenous (IV) therapy. At the time of contact, the patient was in stable condition and reported that they were still having inaccuracies with a bg meter reading of 250 mg/dl compared to the cgm reading of 340 mg/dl. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values of cgm 340 mg/dl and 250 mg/dl fall within the b zone of the parkes error grid. No additional patient or event information is available.